Manufacturer narrative:
(B)(4). The device was returned with the shrouds separated. Also the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. A probable cause for this type of damage could be not torquing the device with the provided torque wrench. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information is unavailable; device not returned.no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.batch #m9161r.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.